Event description:
It was reported that the device was received directly by abbott vascular with no information provided about the nc trek 3.5 x 15 mm. The device was returned with blood on the proximal shaft and on the balloon; however, there was no contrast visible. The balloon was tightly folded but the there was balloon material shredding on the entire length of the balloon. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device was returned for evaluation. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon shredding reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.